Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump constantly flashes a white screen. Customer's blood glucose was 78mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to display anomaly. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.